Manufacturer narrative:
The device was returned for evaluation and a review of the clinical data was performed. The event date was not provided, however a data file from (B)(6) 2015 appears to be the patient event. Artifact and loss of ECG signal was seen throughout the event. Two shocks were delivered to the patient near the end of the clinical data. We did not confirm the customer's report during our review. The device was tested and operated to specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.